Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The accelerated stress test (ast) passed. No fluid leaks were found during the removal of the cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm noted 3 times during drain 3 of 5 of the treatment. The patient called tech services and was advised to discontinue use of the cycler. The patient reported that after cancelling treatment, there was fluid discovered in the pump module area and on the external of the cassette. The patient was issued a new cycler and advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there was an air detected in cassette alarm noted 3 times during drain 3 of 5 of the treatment. The patient called tech services and was advised to discontinue use of the cycler. The patient reported that after cancelling treatment, there was fluid discovered in the pump module area and on the external of the cassette. The patient was issued a new cycler and advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler is available to be returned to the manufacturer for physical evaluation.